Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was not using the pump for insulin therapy and at the time of the malfunction alarm; customer had reverted to manual injections. There was information provided regarding the customer's blood glucose level. The customer stated back up therapy was unavailable. Tandem technical support offered to follow up with the customer to confirm that back up therapy was obtained; however, the customer declined.